Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm on the insulin pump. Customer also mentioned a low reservoir and a low battery alarms. Customer stated that the no delivery alarm was due to the infusion set being blocked during prime. Customer's current blood glucose reading is 109 mg/dl. No further information reported.